Event description:
A (B)(6) old, male, pt, underwent aaa repair on (B)(6) 2010. The pt was not suitable for endovascular repair because the pt's right cia has aneurysm. At first, the physician embolized the pt's right iia. When the physician placed the contralateral leg, he was placed the leg over the iia. Then the physician did angiography and he confirmed that the iia was occluded. So the physician tried to push up the stent graft by the balloon and sheath, but it could not be moved. Finally, the physician decided to keep the pt under observation. No additional pt info has been provided.

Manufacturer narrative:
(B)(4). Occlusion is labeled in the IFU. No product or images were returned to assist with this investigation. This product line has addressed all design control requirements and shown the device has met the predetermined requirements and that those requirements meet the needs of the user. Each device is sent with instructions for use (IFU) which describes the indications for use, warnings, precautions, and the proper deployment sequence. Specific to this case, the IFU states: "inability to maintain patency of at least one internal iliac artery or occlusion of an indispensable inferior mesenteric artery may increase the risk of pelvic/bowel ischemia." The failure mode assigned to this case is deployment. This failure mode was determined based on the provided event description. We will continue to monitor for similar components. No additional actions required at this time. The risk remains at acceptable levels.